Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. Microscopic inspection of the tip found evidence of use; there were no irregularities or damage. Microscopic and tactile inspection of the hypotube or shaft found no irregularities or defects. Microscopic and visual inspection of the collar or proximal shaft revealed a partial separation at the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17jun2016. It was reported that the tip became lifted. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 145 guidezilla was selected for a percutaneous coronary intervention (pci). During the procedure, a 3.0/22 non-bsc stent was implanted in the proximal rca. After, the guidezilla was used to deliver another 2.5/14 non-bsc stent to the distal rca. However, the device had difficulties in delivering the stent. When the device was withdrawn, resistance was encountered. The guidezilla was removed from the patient and the distal tip was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation at the collar.